Manufacturer narrative:
Thus-far, attempts by adc to retrieve the product have been unsuccessful. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor. As a result, customer became hypoglycemic with symptoms of trembling, excessive sweating, and loss of consciousness. The customer was treated with glucose via IV by a healthcare professional. There was no report of death or permanent injury associated with this event.